Event description:
It was reported that the patient was not able to make adjustment both with or without the antenna attached using the patient programmer. It was noted that the programmer was stuck on high and the reporter could not make adjustments. It was noted that the caller changed the batteries and this did not resolved the issue. It was noted that the patient was in a lot of pain and increased the stimulation. It was noted that when the patient went to decrease the stimulation it did not go lower. It was noted that the patient used the recharger to turn to stimulator on and off. It was noted that the issue started a couple months ago. It was noted that the patient got the poor communication screen intermittently. It was noted that during the report the patient was able to use the patient programmer. It was noted that when the patient turned the device on with the charger the stimulation felt higher. It was noted that when the patient turned the stimulation on with the patient programmer it did not feel as high. Additional information received reported the programmer would not work with the external antenna.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3487a-45, lot# v433228, implanted: 2012-(B)(6), product type lead, product ID 3487a-45, lot# v497080, implanted: 2012-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).